Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation since attempts to contact the patient/reporter by phone with follow-up questions were unsuccessful. The reporter alleged that the meter has been displaying high results for around 2 weeks prior to contacting lfs ¿ beginning around (B)(6) 2019. She stated that during a doctor¿s office visit at 11am on (B)(6) 2019, the patient obtained an alleged inaccurately high blood glucose result of ¿480 mg/dl¿ on the subject meter compared to ¿188 mg/dl¿ on the unknown meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with a combination of metformin 500mg oral medication (morning and night) and humalog insulin 10 units (3 times per day). She stated that for 2 weeks from (B)(6) 2019, the patient added 10 additional units of humalog insulin morning and night. She reported that right after obtaining a ¿high¿ reading, the patient developed ¿shakiness¿. She indicated that on (B)(6) 2019, the patient went to the emergency room (ER) where he was treated with ¿IV solution¿. No hospital reading for this time was provided and it was not established if the treatment was for a high or low blood glucose excursion. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The reporter described the correct testing steps and confirmed that an approved sample site had been used to obtain the results. The reporter did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute blood glucose excursion after obtaining alleged inaccurately high blood glucose results on the subject meter and administering increased insulin.